Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Refer to medwatch 2032227-2016-25931 and 2032227-2016-29102.

Event description:
The customer reported via telephone call that the insulin pump stopped working during a bolus and that he smelled insulin. The blood glucose reading was 340 mg/dl. The customer was advised to remove the reservoir and dry the reservoir compartment. No cracks were noted and the o rings were not missing. The reservoir was not replaced or returned.